Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure performed on september 26, 2023. During the procedure, when the physician rotated the handle, the bands did not deploy. A second speedband superview super 7 was used; however, the same problem happened. The procedure was cancelled due to this event. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.